Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and the reported migration (partial clip movement) associated with clip turning is related to patient conditions and due to extremely tethered / restrictive pml. Unspecified tissue injury resulting in mitral valve insufficiency/ regurgitation (worsening) appears to be related to procedural circumstances associated with the clip turning (partial clip movement/migration). Tissue damage and mitral regurgitation (mr), is listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
This is filed to report migration, tissue damage, and worsening mitral regurgitation. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4 and a long and restricted posterior leaflet. An xtw clip (30530r4109) was inserted and deployed without issues. In an attempt to further reduce mr, an xt clip (30501r1032) was inserted. However, while turning the delivery catheter (dc) handle a loud crack was heard. Therefore, the physician removed the clip. Another xt clip (30501r1033) was then inserted and advanced to the mitral valve. While positing the clip, it was observed it became caught in chordae. Troubleshooting was performed and the clip was able to be freed from chordae. While repositioning the clip, a new flail was observed. The clip was able to be deployed, but after deployment, it was observed that both implanted clips turned, causing tissue damage. This resulted in mr worsening to a grade of 4. Therefore, mitral valve replacement was performed. No additional information was provided.